Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. The customer declined to troubleshoot. The customer also reported having adhesive issues with their infusion set. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).